Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead was causing phrenic nerve stimulation. The lead will be revised. The current status of the lead is unknown. No patient complications have been reported as a result of this event.